Event description:
It was reported that prior to use, unit was failing the high-resistance test (>135 ohms). It was only triggering the low-resistance alarm. Confirmed the oscillator was functioning at 82khz and re-calibrated rem calibration values. It still did not alarm when added resistance with the decade box. Tried a different decade box and confirmed both were properly functioning with a multimeter. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.